Event description:
International affiliate reported that a patient presented with a sternal separation approximately one month following open-heart surgery. Customer reported that the suture cords broke. The patient was taken back to surgery, the devices explanted and the patient's sternum closed with steel wire. The patient is reported as "in stable condition."